Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, based on the information provided, it is possible that the endoscopic image was not displayed because the video communication could not be transmitted to the video system center due to the broken camera cable. Omsc confirmed the product shipment record, but there was no problem with the device, so the camera cable may have been damaged by user's handling. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus repair center in bolton for evaluation. Olympus repair center inspected the device and confirmed the following: the reported phenomenon was reproduced. When the device was connected to the olympus camera control unit otv-s400, the endoscopic image became black, the remote switch of the device did not work, and the scope ID was not detected. No error code was displayed on the monitor screen. The reported event may have been caused by a defect in the camera cable. There was no abnormality on the exterior and the inside of the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image was not displayed. The user replaced the device to another device and completed the intended procedure without delay. There was no report of patient injury associated with the event.